Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the unit. Technical support provide part number of casters both with and without brakes. Advised to check the smart connector and troubleshoot the unit one step at a time, to power on then proceed to run the unit with his set up to verify if circuit is good. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator showing several errors. Bad o2 (oxygen) ID, pneumatic module ftc (failure to cycle). As of this time there is no information about patient involvement associated with this reported event.